Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of color, loss of pulses and pain in the affected foot. An angiogram confirmed an occlusion and treatment consisted of an angiojet procedure along with thrombolytic and anticoagulation therapies. The treatment was successful and the event was resolved.